Manufacturer narrative:
The customer declined service for the analyzer. The investigation for this event determined that the customer's laboratory information system reuses sample identification numbers. Root cause was determined to be this reuse of sample identification numbers. Product labeling for the coulter lh 750 hematology analyzer indicates that sample identification numbers should be unique for each patient. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00670.

Event description:
Customer reported sample misidentification for two samples when using the coulter lh 750 hematology analyzer. The patient samples were misidentified with patient demographics from previously downloaded sample identification numbers to the worksheet. The sample barcode number was read correctly by the analyzer for each sample. The customer made the corrections on the workstation database and reported the correct test results with the correct patient demographics. There were no erroneous test results reported out of the laboratory. No reports of death or serious injury, and no effect on patient treatment as a result of this event. This event represents event 1 of 2 events reported by this customer. This event is for two samples tested on (B)(6) 2008.